Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history and functional testing were performed. The reported issue was duplicated. The cause was traced to a damage latch/lock sensor. The latch/lock sensor was replaced to address this issue.

Event description:
It was reported that the device had a latch failure identified during start up. There was no patient involvement.